Manufacturer narrative:
Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2017, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 6 years, 10 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-02894.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: d4: expiration date. D10 concomitant devices: (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5, (B)(6) 204-70-00 - tibial stem ext. Screw, (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm, (B)(6) 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t, (B)(6) 200-02-32 - three peg patella 32mm, e1: phone number. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.